Event description:
Pico was applied to the patient post debridement. Upon change of dressing on (B)(6), the physician noted the bandage appeared fine on the outside and the device¿s "ok" light was flashing green. Upon removing the bandage, the inner surface appears white and clean with approximately 20% exudate coverage. As the physician began to clean the wound, exudate with a thick watery and blood base started to pour from the wound (approx. 60-70 ml). The physician suspects the device was unable to suction the exudate out properly.